Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04273, 0001822565 - 2018 - 04276.

Event description:
It was reported patient¿s hip was revised approximately 20 years post implantation due to subluxation. During the revision, the stem came out of the intact mantle while removing the head. The head, liner and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by x ray. Review of the x ray identified asymmetric position of the femoral head within the acetabular cup consistent with polyethylene wear. Symphysis pubis degenerative changes. Products were returned and evaluated. Visual inspection of the stem identified surface damage in the form of nicks and scratches. The conical taper of both the stem and head show no signs of damage. Visual inspection of the femoral head exhibits damage at the bottom of the head near the taper. Visual inspection of the liner identified damage to the rim feature that indicates impingement. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.